Event description:
It was reported that the collimater on the 9800 system closed down during a case, also uncommanded x-rays. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The pcb board and the x-ray control board were replaced as a precaution. The system was tested and found to be working as intended and put back into service.